Event description:
The customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube monoblock. System operates as intended. (B) (4).